Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. Reportedly, the cartridge compartment was damaged. It was reported that there was no damage to the cartridge cap and there was no evidence of moisture or corrosion in the pump.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on 06/20/2014 with the following findings: visual inspection of the pump found some cosmetic damages. It was observed that the battery compartment was cracked from the threads to the base seal. The cartridge compartment was damaged. The threads of the battery cap were stripped. The pump powered up with the appropriate audible and vibratory features. Unrelated to the casing and cap issues, the verify screen was dim and discolored. The ¿up¿ and ¿down¿ arrow buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts.